Manufacturer narrative:
Physio-control further evaluated the customer's device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the damaged and open weld on hlc/bt2 on analog pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon initial evaluation physio-control technician observed that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer's device and was able to verify the reported issue. It was confirmed that the device can not be repaired. The customer will receive a warranty replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon initial evaluation physio-control technician observed that the device would not power on. There was no patient use associated with the reported event.